Event description:
It was reported that pump wake button was sticking and becoming increasingly difficult to press. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.